Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of made mistake/touch contamination and peritonitis with culture positive for staphylococcus aureus in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient made a mistake/touch contamination, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment rendered for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the patient recovered from peritonitis with culture positive for staphylococcus. The outcome of made mistake/touch contamination was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality. Per the nurse, the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd888511 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.